Event description:
Customer reported a blank display. She stated the display may be blank because the battery cap needed to be replaced. Customer's blood glucose was 88 mg/dl. The customer stated she would monitor the insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)